Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 598 mg/dl at the time of incident. The customer¿s current blood glucose value was unknown. The customer was experienced nausea and upset stomach due to high blood glucose. The customer treated high blood glucose with manual injection. Customer stated the leak occurred from top of the reservoir. Customer stated insulin pump was not dropped with set in place. Customer the reservoir lip ring looks cracked from one side. The customer declined troubleshooting for high blood glucose value. The insulin pump will not be returned for analysis.